Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to shoot an image. The system functioned as intended for the first spin. The issue was resolved after rebooting the system. There was no impact on patient outcome. Delay in surgery was not provided.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown, h6: the system was serviced in the field. Logs showed +15v and -15v out of spec when the issue happened. The rep replaced the low voltage power supply ps1. Codes b01, c02, and d02 are applicable. H6: the returned power supply was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.